Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found, there was blood in/on the helix/lobe mechanism and sleeve head, and the lead was stretched. The full lead was returned for analysis. (B)(4) upon analysis it was reported that there were no anomalies found, there was blood in/on the helix/lobe mechanism and sleeve head. The full lead was returned for analysis.

Event description:
It was reported that the leads had been inadvertently implanted through the subclavian artery and were in the left heart chambers. The entire system was explanted and returned. No patient complications have been reported as a result of this event.